Event description:
The customer used the device to check the blood glucose and obtained a result of 180mg/dl. Customer felt like the glucose was low and emts were called. The paramedics checked the glucose and the reading was 41 mg/dl. Customer was taken to the hosp and kept for two days. Customer was also treated with an IV on a differnt event when the device read 168 mg/dl and emts were called and they checked the glucose at 40 mg/dl. Level 1 glucose control was in range on the system. The device was replaced and requested to be returned for eval.